Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning on. Impedance measurements were normal. There was no magnetic interference present. Additional information has been requested, a follow-up report will be sent if additional information becomes available.